Manufacturer narrative:
On may 30, 2023, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the smooth hpg, 400cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable gel exposure. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 55-year old caucasian female patient underwent primary breast augmentation with two 400cc mentor memorygel breast implants. Post-operatively, the patient wanted smaller implants and elected to undergo breast implant exchange on (B)(6)2023. During the surgery, it was discovered that both the patient's implants were ruptured. Subsequently, the patient's implants were replaced with the following: (left) 225cc mentor memorygel breast implant catalog: 3502251bc lot: 9796327 sn: (B)(6) and (right) 225cc mentor memorygel breast implant catalog: 3502251bc lot: 9741144 sn: (B)(6). This medwatch form is for the right breast prosthesis.